Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. At this time it is unknown if the lead will be explanted or surgically abandoned. No adverse patient effects were reported.

Event description:
Additional information indicated that this lead was explanted.